Event description:
It was reported that the patient underwent a valve-in-valve procedure after an implant duration of approximately 6 years due to mitral stenosis (ms). Per the op report, transesophageal echocardiogram showed severe bioprosthetic ms with an ef of 40%. The patient's mitral valve was replaced with an edwards sapien transcatheter heart valve. The new valve was confirmed to be in appropriate position. The patient was then weaned from cardiopulmonary bypass. Post-procedure ef of 40% with trivial paravalvular leak.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted from the patient; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.